Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported a blood glucose (bg) level of 400 (mg/dl) and small to moderate ketones. The infusion set was changed and manual injections delivered to address bg levels. Water was consumed to treat ketones. Due to occlusions occurring in the past and supplies being changed, troubleshooting to determine the source of the occlusion was unable to be performed.